Manufacturer narrative:
The customer was sent a replacement power supply. The product was received and a breach in the housing was confirmed. The issue with a damaged rev n power supply for the pump in style device was addressed in investigation (B)(4), which was trended as part of the effectiveness check for (B)(4), which found that the power supplies were being damaged during shipment from the manufacturer to medela. As a part of routine continuous improvement activities, the rev n power supply was replaced with a rev p power supply, manufactured under a revised design and by a different manufacturer.

Event description:
On (B)(6) 2017, the customer reported to medela llc that the power supply for her pump in style breast pump was heavy and kept falling. She indicated that the housing is now broken and the wires are exposed.